Event description:
It was reported a power on reset (por) condition occurred. The stimulator returned to factory settings and the stimulator turned off. The por condition was repeated within 1-2 hours and "2 days of 4 times". The stimulator was replaced. No complications were reported during surgery. No patient injury was reported.

Manufacturer narrative:
The stimulator was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent, when analysis is completed. See scanned pages.